Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-07308. It was reported that st elevation and worsened blood flow occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous unspecified coronary artery. A rotawire was placed and rotational atherectomy was performed using a 1.50mm rotalink plus. The procedure was performed without issue. However, after ablation it was noted that the patient experiened st elevation and worsened blood flow. It was further noted that the complications experienced by the patient were not caused by an issue with the rotablator devices, but were confirmed to be procedural related. An unspecified promus element stent was implanted to complete the procedure. There were no further patient complications reported.